Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-jun-2017) is considered to be a best estimate. This emdr represents the bard/davol perfix plug light (device 2). An additional supplemental emdr was submitted to represent the bard/davol perfix plug light (device 1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per additional information provided: on (B)(6) 2017 - patient was diagnosed with large recurrent left indirect inguinal hernia thereby underwent open repair with the implant of two perfix light plugs (device 1 and 2). Per op notes, "incision was made in the left inguinal region. Two perfix light plugs (device 1 and 2) were placed to the inguinal ring using prolene sutures." On (B)(6) 2022 - patient was diagnosed with infected mesh thereby underwent repair with removal of meshes (device 1 and 2). Per op notes, "an elliptical incision was made at the site of the exposed mesh. Identified a piece of mesh (device 1) and was removed. Found a different piece of mesh (device 2) that extended to the pubic tubercle medially that was removed."